Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to use her onetouch verio iq meter due to attempting the test in the "settings mode." The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time in the morning. The patient manages her diabetes with an unknown type/dose of pills with diet and/or exercise. She denied making any changes to her usual diabetes management routine in response to the alleged issue. At an unknown time after the alleged issue occurred, the patient claimed she developed symptoms of "sweating" on that same day. Despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the issue was resolved with training. Replacement products were sent to the patient and subject meter is pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.